Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred. The target lesion was 90% stenotic, 12 mm in length and was located in the right coronary artery (rca). The physician made multiple attempts to access the lesion with a whisper guide wire and was able to successfully advance to the distal rca. A balloon was then used to exchange the whisper guide wire for a csi viperwire guide wire. The physician then loaded a csi orbital atherectomy device (oad) on to the viperwire and began treatment at the lesion. The physician performed three runs at low speed for 20 seconds each, with 20 second rest periods in between each run. The physician then performed an additional run at low speed for 20 seconds. Post-atherectomy angiography revealed a perforation. Placement of the viperwire in the vessel was lost, so the physician re-wired to access the treatment area. A balloon was advanced across the perforation and inflated for four minutes. Follow-up angiography revealed no sign of perforation, but there was the appearance of a false lumen. The physician then deployed two stents in the treatment area. The patient status remained stable throughout the procedure. A request for additional information was made, but has not yet been received.

Manufacturer narrative:
(B)(4).

Event description:
It was identified via procedural notes that the physician initially had difficulty wiring the treatment area with a bmw guide wire prior to switching over to the whisper guide wire. Additionally, prior to performing orbital atherectomy, the physician placed a transvenous temporary pacemaker in the right ventricular apex. The post atherectomy angiogram revealed an intimal dissection as well as the perforation previously reported. The balloon used, was placed proximal to the perforation and was inflated multiple times. During the course of the intervention to repair the perforation and dissection, the patient experienced transient chest pain with inferior st elevation. The two stents deployed, were placed in the distal and proximal portions of the treatment area stenting through the false lumen and repairing the dissection. The procedure resulted in success with good angiographic appearance and improved flow to the vessel. The patient's chest pain was resolved after placement of the stents and EKG normalized prior to discharge.